Event description:
Caller reported a malfunction on the pump. Reportedly, the pump got wet. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer transitioned to mdi as a backup insulin therapy, and a replacement pump with updated software was sent by technical support.